Event description:
It was reported that the patient experienced a syncopal episode due to a pacing failure on (B)(6) 2011. The pulse generator was explanted on (B)(6) 2011.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.